Event description:
Rayner intraocular lenses limited received a c-flex advance aspheric adv970 iol return from its (B)(4) distributor. Rayner has not been made aware of an event; however, the device was returned in a used condition. Visual inspection of the lens identified that a haptic is missing and that there is a cut on the lens optic by the base of the intact haptic. For further information please refer to rayner's MDR 9611165-2015-00005.

Manufacturer narrative:
Rayner reports the following investigation findings; our review of production records for the c-flex advance aspheric adv970 iol batch 064e60575 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the mont of manufacture of the c-flex advance aspheric adv970 iol ((B)(4) 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against batch 064e60575.